Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit passed rewind and self test. Unable to perform other test due to broken retainer ring. Unable to perform the following tests displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The p-cap does not lock properly into the reservoir compartment. Unit was successfully download using thus software. The following were noted during visual inspection: cracked case (battery tube), missing display window/cover, detached retainer, reservoir tube cracked, missing o-ring (reservoir tube), cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded and stained) and end cap address label missing. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection where cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Unable to confirm high bgs. Retainer ring damage and unable to lock reservoir were confirmed due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1782k was returned for analysis.